Manufacturer narrative:
Concomitant medical products: 507645 lead, implanted on (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert triggered for right ventricular pacing impedance out of range on the rv lead due to high pacing impedance. A lead integrity alert (lia) also triggered for the rv lead due to sensing integrity counter (sic) and rv lead impedance variation. There were also short v-v intervals and high rate non-sustained episodes observed. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.